Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that this valve model 3300tfx27mm, implanted in aortic position, was explanted from this 67-y-o patient after an implant duration of 5 years and 9 months due to stenosis leading to increased gradients. The patient presented with syncope prior to the intervention. Another 27mm bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including diabetes and hypercholesterolemia.

Event description:
Edwards received notification from australia that this valve model 3300tfx27mm, implanted in aortic position, was explanted from this 67-y-o patient after an implant duration of 5 years and 9 months due to stenosis leading to increased gradients. Per product evaluation findings, heavy calcification and moderate pannus overgrowth were observed. The patient presented with syncope, dyspnea and lethargy prior to the intervention. A 27mm bioprosthesis valve was implanted in replacement. The patient was noted as to be stable and recovering.

Manufacturer narrative:
Information added/updated to section b5, b7, d9, h3 and h6 (clinical code, device code and type of investigation). H3: device evaluation: the device was returned for evaluation. Customer report of stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all leaflets on both aspects. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate in both inflow and outflow aspect. Sewing ring cloth had multiple cuts around the valve. These findings were aligned with customer photo provided. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.